Manufacturer narrative:
Based on the initial report (documentation analysis, complaint history and investigation of the returned lens) lenstec concludes that there is no evidence to suggest that any aspect of the lens was responsible for this incident. Microscopic examination of the lens indicated that the deposits seen were deemed superficial, did not stain for calcium and did not extend through the matrix of the lens. Moreover, lenstec is unable to determine a definitive conclusion as to the cause, however, the patient suffered from kidney disease. Additionally, lenstec can confirm that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, there have never been any confirmed lens-related cases of clouding, discoloration or opacification for our hema lenses.

Event description:
Lenstec received an email stating "lens implanted (B)(6) 2017. Patient has kidney disease but is not on dialysis at this time. Patient presented with fuzzy vision. Yag was performed to correct issue. Yag did not resolve issue. Doctor removed the lens and noted the lens was cloudy looking."